Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient complained the pump was stopped. The clinicians commentated that the patient went into cardiac arrest while using batteries. Several pump stops had also occurred while using the power module. Log files confirmed one pump stop event while on wall power and two more pump stops while on battery power. The log files contained only 6 hours of data, indicating there was a loss of power to the controller 6 hours prior. The batteries and power module were exchanged, and the pump stops continued. In the middle of the night, on (B)(6) 2023, the patient experienced a pump stop at home and was transported to a nearby hospital. Treatments such as battery replacement were conducted, but the pump stops reoccurred. The controller was replaced at the hospital, but the pump stops occurred again several times. The patient had developed hypoxic encephalopathy and never recovered. The patient passed away on (B)(6) 2023. The patient's death was thought to possibly be device related. The device did not operate as expected.

Event description:
Additional information was received that the patient was intubated and put on respirator support at the hospital. The pump stop was thought to be due to wire damage in the driveline caused by long duration ventricular assist device (vad) support.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed a breach in the insulation of the red wire and a partial fracture of the conductors in the green wire which would have contributed to the reported pump stop events observed within the submitted log file. Additionally, a direct correlation between the device and the reported events of cardiac arrest and hypoxic encephalopathy, as well as the subsequent patient outcome, could not be conclusively determined through this evaluation. The pump, (B)(6), was returned assembled with the driveline intact. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) and the bend relief collar were returned attached to the pump¿s outlet port. A bend relief collar was present and secured with green suture. The driveline was tested for electrical continuity in the condition that it was received and revealed that all wires were found to be electrically intact, and no wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Upon removal of the silicone jacket, it was noted that the bionate and metal braided shield layers had pulled out of the pump nipple housing, exposing the underlying wires. Microscopic inspection of the wires in this location revealed a breach in the insulation of the red wire and a partial fracture of the conductors in the green wire. The bionate cover and metal braided shield layers were carefully removed to further examine the underlying wires. The remaining segments of all wires appeared unremarkable during visual inspection under the microscope. The remaining segments of all wires were then submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If any of the exposed conductors contacted the metal braided shield while the system was operating on a tethered power source, a short to ground would have resulted, resulting in the low speed and pump stop events observed in the submitted log files while the patient was operating on the power module. Additionally, if the exposed conductors of the red and green wires contacted the metal braided shield simultaneously or if they contacted each other, a phase-to-phase short would have resulted, resulting in the low speed and pump stop events observed within the submitted log files while the patient was operating on 14 volt batteries. Incidental finding: a small tissue growth was observed in the inlet extension. The relevant sections of the device history records for (B)(6) and the driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", lists the adverse events that may be associated with the use of the heartmate ii lvas. Although no device malposition or flow issues were reported in association with this event, the IFU outlines considerations for pump placement and provides instructions on how to insert and orient the pump in the left ventricle as pump function may be compromised in the presence of inlet obstruction. The IFU addresses how to care for the driveline and notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. The IFU also outlines all system alarms (including low speed, low flow, and pump off alarms) and the appropriate actions associated with them. The hm ii patient handbook is also available. This handbook contains a section on caring for the driveline. However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The handbook discusses how to prevent damage to the driveline and instructs then user to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The handbook also outlines all system alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that when the pump stop occurred on (B)(6) 2023, the patient was in a car driven by their helper. The controller and batteries were exchanged on site. The cause of the pump stop was unknown. The patient was then transferred to another hospital. Upon arrival to the hospital, hypoxic encephalopathy was observed. The log file analysis captured three pump stop events, but there was only 6 hours of data recorded due to their recent controller exchange.